Event description:
Per received report: as the physician was advancing the coil into the "y" connector, difficulty was encountered trying to move the coil out of the dispenser. The coil was found stretched during insp and replaced with a new one to complete the procedure. No pt injury reported.

Manufacturer narrative:
Upon product's receipt, visual eval was performed. Visual eval revealed that the coil was returned severly damaged. The most likely root cause of the coils difficulty advancing out of the introducer was due to the locking mechanism not being unlocked and pulled back. In this condition, significant resistance will occur when attempting to advance the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approx 1 in (2 - 3 cm)." The most likely root cause of the coil becoming stretched was due to the coil becoming anchored during retraction. The circumstances of how and where this occurred during introduction cannot be determined. In addition, without the identification or the return of the microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The mfg records for the device lot(s) were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type for the device lot(s) involved in this complaint.